Manufacturer narrative:
Film evaluation summary: the exact cause of applier unable to load endoanchors during implant could not be conclusively determined from the single angio image provided. Additional films, including CT's, during implant were not provided. The exact anatomy information could not be assessed. Pending review of the returned device. Device evaluation results are: the complaint was confirmed as the inability to load was due to a broken endoanchor found within the tip of the applier. The exact cause of the broken endoanchor cannot be conclusively determined. Based on historical analysis of similar broken endoanchor complaints, there is no evidence of a material defect that would have been contributory. Conditions during the procedure that have historically been identified as causes of deployment resistance include difficulty positioning the heli-fx applier within highly angulated anatomy as well as calcified plaque or thrombus with more than 2mm of thickness within the deployment zone.

Event description:
Aptus endoanchors were implanted in the patient as a prophylactic during an endovascular treatment. No calcium or thrombus was observed in the proximal aortic neck. It was reported that during the index procedure the applier was unable to fully load an additional endoanchor after six aptus endoanchors had been successfully deployed. The seventh endoanchor would only load halfway so that the leading edge was exposed by at least half of the endoanchor length. The physician elected to try loading three more additional endoanchors into the applier and flushed the applier several times but all of the additional endoanchors encountered the same issue. The physician elected to use a new applier and two additional endoanchors were then successfully implanted and the event was resolved. When the procedure was completed with the new applier, the guide was withdrawn from the patient and several clots were observed as the guide was flushed. Per the physician the cause of the event was unknown but may be related to thrombus. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of applier unable to load endoanchors during implant could not be conclusively determined from the six angio videos provided. Analysis of the returned films did not reveal any obvious issues with the stent graft system or the endoanchors implanted. Pre-implant anatomy information and CT's during implant were not provided. Additional films during implant of the endoanchors were not provided. The complete anatomy information, whether there was thrombus or calcification present in the proximal aortic neck, cannot not be assessed from the angio videos provided.